Event description:
It was reported that a merlin.net transmission revealed that the atrial lead exhibited noise and high impedance. The lead was capped and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).